Manufacturer narrative:
Account disposed of product.

Event description:
The user facility reported that a the device would not hold pressure during use. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.